Manufacturer narrative:
(B)(4). The customer reported the device indicated an "ECG fault" message. The ECG fault message is accompanied by a cycle power message / instruction and the operation is halted which could impact the delivery of therapy. The customer also reported related system log error code entries of 20004 (hard ECG front end failure) and 90009 (extended self-test front end failure). This condition was found during user initiated testing. The philips authorized support distributor evaluated the device and confirmed the stated problem. The philips authorized support distributor determined the cause of the stated problem to have been the parameter pca. The ECG fault message indicates an ECG acquisition system failure. The 20004 (hard ECG front end failure) and 90009 (extended self-test front end failure) error codes indicate ECG front end circuitry failures. The parameter pca contains leads ECG front end circuitry. This was a malfunction of the parameter pca.

Event description:
The customer reported the device indicated an "ECG fault" message. The ECG fault message is accompanied by a cycle power message / instruction and the operation is halted which could impact the delivery of therapy. The customer also reported related system log error code entries of 20004 (hard ECG front end failure) and 90009 (extended self-test front end failure). This condition was found during user initiated testing.